Manufacturer narrative:
Device evaluation indicated that the device passed all test performed.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Event description:
A report was received that the patient had numbness or tingling was unchanged. It was also noted that the patient¿s ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had numbness or tingling was unchanged. It was also noted that the patient¿s ipg was no longer working. The patient will undergo a revision procedure.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging ipg. It was noted that the ipg was not holding a charge.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.